Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that the device was overheating. It was reported that the device was used in surgery, but it unk whether pt or user injury occurred. There was no add'l info provided.